Event description:
The home patient (hp) contacted baxter's technical service center to report a check lines and bags alarm on a homechoice (hc) machine during prime. The technical service representative (tsr) confirmed that the hp had changed all of the supplies out from the previous check lines and bags call, but determined that the same drain bag was used. The tsr had the hp change the drain bag and press stop and go. Baxter corporate product surveillance contacted the registered nurse (rn) on (B)(6) 2011 in order to inform her that the hp had attempted to reuse a drain bag and that he did not start over with new supplies after identifying the mistake as baxter recommends. The rn stated that hp was doing fine and that his therapy had been going well since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a report of user error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.